Event description:
The physician was attempting to implant an endeavor sprint in the rca, which was reported to be calcified. No abnormalities were noted during preparation of the device. During the delivery the stent got caught on calcification and upon removal stent deformation was noted. The physician then attempted to use another endeavor, but this was also unable to cross. A smaller endeavor was used successfully. No clinical sequelae reported device evaluation: the stent was positioned between the marker bands as per specifications. The 1st four distal segments were bunched, raised and deformed. The distal tip was damaged.

Manufacturer narrative:
Results: failure to deliver stent and stent deformation. Calcified lesion. Conclusion: failure to deliver stent and stent deformation. Calcified lesion. (B)(4).